Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 33.3 mmol/l. The customer¿s blood glucose was 30.1 mmol/l and the sensor glucose was 2.9 mmol/l. Insulin delivery was not suspended due to sensor glucose values and blood glucose value. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify unexpected battery power loss alarm due to blank display noted.